Event description:
Information was received from a consumer in regard to a patient receiving morphine at 0.5 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and chronic low back pain. The patient's medical history includes infection prior to pump implant with prior surgeries. The patient's pre-existing injury occurred 10 years prior. A pocket infection was reported to be confirmed. About two weeks after implant at the end of (B)(6) or first couple days of (B)(6) the area around the pump incision was really suddenly red about the size of a hand. The incision started to break open. A cat scan was performed and fluid was found around the pump. The patient's healthcare professional did not think the infection had spread any further than the incision and didn't include the pump seroma. They felt they caught it in time and it didn't spread and was localized. On (B)(6) 2015 the patient went to the emergency room (ER) and was given both IV and oral antibiotics. On (B)(6) 2015 the pump seroma fluid broke. The patient had a CT scan and was admitted for a week. The patient's healthcare professional debated on if they were going to remove the pump or just treat the infection. The infection has resolved. The patient still has the same implant and it didn't need to be removed. About two weeks after the pump incision infection in (B)(6) 2016, fluid built up at the catheter site and dissipated on its own. Both the pump site seroma and the catheter site seroma dissipated on own and weren't infected. The patient went from not being able to walk, to the ability to walk several miles a day. The patient felt the pump was wonderful and is the best pain relief option the patient has had in 10 years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.